Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that twenty-four (24) exactamix vented high-volume inlets had particulate matter (pm). The pm was further described as black particulate in the hose of fourteen devices, lint in the bag of one device, lint in the bag and black particles in the packaging of one device, black particulate in the packaging of six devices, hair in the tube of one device, and black particulates on the connection for the bottle of one device. This issue was discovered before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: h6, h7, h9, h11 h11: the reported problem and the lot number combination is the same failure already documented in a field action fa-2024-050. The investigation has been performed and identified the causes of the reported particulate matter within the inlet primary packaging inlet components (including within the sterile fluid path tubing) are related to multiple root causes associated with process/procedural controls, materials, environment, and machine/tooling during manufacturing. Should additional relevant information become available, a supplemental report will be submitted.